Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post operative the left ventricular (lv) lead exhibited non capture and had dislodged. It was noted the dislodgement was not unexpected due to the limited options for lv lead placement. The lead was programmed off and programming changes were made for pacing. The patient was referred to a surgeon to possible epicardial lead placement. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead was explanted and replaced with an epicardial lead.